Event description:
Initial and additional info was received by a sales rep from a physician who was a sculptra trainer on (B)(6) 2011: the trainer received info from a physician he had trained regarding a (B)(6) female pt with an unk medical history who received poly-l-lactic acid (sculptra aesthetic) injection [lot # and expiration date unk] in (B)(6) 2011. A month later ((B)(6) 2011), she was diagnosed with hemorrhagic stroke and vision loss in her left eye. No other info was available at this time including details on the poly-l-lactic acid injection, diagnostic tests, treatment for the event, and outcome. Concomitant medication was unk. No further relevant info reported.

Manufacturer narrative:
Pharmacovigilance comment: sanofi-aventis company comments dated (B)(6) 2011: this case lacks significant info (e.g. Complete medical history and risk factors, concomitant medications, laboratory/diagnostic results, etc.) To make a complete medical assessment. Additional info will be requested.